Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unk. It was reported that during review of recent CT scans there appeared to be a type 3 endoleak at the flow divider of the bifurcated stent graft. Both limbs are planned to be relined with 2 aneurx iliac stent grafts at a later date. No further information was received.

Manufacturer narrative:
Evaluation results: lack of info (no operative report or images to review). Inherent risk of procedure (endoleak). Evaluation conclusion: lack of info(no operative report or images to review).